Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited low out of range shock impedance measurements. An invasive procedure was performed. The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) the device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.